Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During the deployment sequence of the second mitraclip nt, difficulty was encountered while capturing and grasping the leaflets. Multiple grasping attempts were made, which contributed to anterior leaflet damage. A further attempt at grasping and capturing was made using a mitraclip xtw; however, this was unsuccessful. The clips were removed from the anatomy, and the procedure was terminated. The mr was reduced to grade 3¿4 post-procedure. No clinically significant delay was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping and leaflet capture) appears to be related to patient morphology/pathology. The reported tissue injury appears to be a cascading effect of the grasping and capture attempts. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.